Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using low artifact power port. During the procedure, the needle was allegedly found to be broken. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one right-angle non-coring needle was returned for evaluation. Visual and microscopic evaluation were performed on the returned device. A complete circumferential break was noted on the distal end of the non-coring needle hub as the edges were noted to be jagged. The surface was noted to be granular. The edges of the complete circumferential break on the proximal end of the needle were noted to be jagged. The surface was noted to be granular. Therefore, the investigation is confirmed for the reported needle fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using low artifact power port. During the procedure, the needle was allegedly found to be broken. There was no reported patient injury.